Event description:
Cvs tech was stuck with the needle thru shield. Syringe was sitting in an open bag on top of a shelf in the pharmacy. Pharmacist does not know how or why the open bag of 7 syringes and damaged needle was sitting on the shelf. Syringe was discarded, tech sent to the hosp for appropriate testing and shots.